Event description:
The customer reported a cgm error 42 related to their g6 sensor. There was no reported impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which resolved the issue, and the caller successfully started their sensor session without further errors.